Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg), the physician tightened down the set screw and heard audible clicks. However, during the lead tug test, the lead disengaged from the header of the ipg. An additional attempt was made to engage the set screw with the lead in place, but it could not be screwed tight. A different device was used. No patient complications have been reported as a result of this event.